Manufacturer narrative:
No device returned to olympus for eval. The exact cause of the user's experienced could not be conclusively determined at this time. If the device is received and add'l info becomes available at a later time, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure, the cutting forceps inadvertently operated without stepping on the pedal. There was no pt injury. Olympus followed up with the user facility in attempt to obtain more detailed info regarding the reported event, but with no result.